Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Similar incident review similarity could not be determined as a specific failure mode was not provided. In the absence of device returned for analysis or a specific failure mode reported, a conclusive cause for the reported event could not be determined. The patient effect of hematoma is a known inherent risk of the procedure. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that vessel puncture closure of the right common femoral artery was attempted using a proglide device relative to an unspecified interventional procedure. Reportedly, an unspecified failure occurred with the proglide device. Prolonged manual arterial compression was applied to achieve hemostasis. A hematoma developed. Treatment for the hematoma was not provided. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.